Event description:
It was reported that during a rescue attempt, when the shock button was pressed, no therapy was delivered and the device powered off. The pt was transferred to another defibrillator. It was reported that the pt did not survive.

Manufacturer narrative:
Results: based on the eval of the device and available info, no conclusions can be made at this time. The investigation remain open.